Event description:
The us complainant had a cp pump supporting a patient admitted in with acute myocardial infarction / cardiogenic shock. The pump was supporting but was replaced after just 25 hours due to blood loss at the repositioning sheath. The cp was replaced by a 5.5 pump. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. H.6 code 4641 was reported incorrectly on initial manufacturer device report number 1220648-2025-25725.